Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter.   Product return status: 2 devices were received for evaluation.  Evaluation status: 2 device evaluations are in progress. This device is not labeled for single-use. This device is not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 2 previously reported events are included in this follow-up record.   Product return status 2 devices were received.   Evaluation status confirmed 2 reported events were confirmed during testing. - 1 device was found to be affected by worn components. - 1 device was found to be affected by corrosion.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had run-on. 2 events had no patient involvement; no patient impact.